Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06551. It was reported a perforation, pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A transseptal puncture (tsp) was performed with a non-bsc needle to gain access to the la. A watchman access system was advanced into the laa and a 24mm watchman laa closure device & delivery system was inserted into the access system. The closure device was implanted successfully; however, they noticed a pericardial effusion after the procedure. A pericardiocentesis was performed where 75cc of blood was drained from the patient. The patient was doing well and went back to recovery. About 2 hours later the patient's condition worsened; the patient experienced cardiac tamponade. They performed another pericardiocentesis where 200cc of blood was drained from the patient. The physician believes that the 1st pericardial effusion was caused by a perforation during the initial tsp, but it was not noticed until the end of the procedure. During the first pericardiocentesis, it was believed that the physician put the needle through the right ventricle which caused the second pericardial effusion with cardiac tamponade. The patient has been discharged from the hospital and is doing well.